Event description:
It was reported that the surgical technician dropped the lead on the ground while the patient was on the table and opened up. There was no back up lead. The patient was closed up and the case was rescheduled. The device was not implanted. There was no diagnostic testing or trouble shooting performed. The patient status was listed as alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the implant procedure when the lead was dropped was on may 7th. The patient recovered well and the case was rescheduled for june.

Manufacturer narrative:
(B)(4).